Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was confirmed during archive review and initial functional testing. The root cause was due to defective processor board and lcd display. The customer has decline the repair, therefore, the defective parts were not replaced. The platform was tagged with a sticker "not for clinical use" and has been returned to the customer. Unrelated to the reported complaint, damaged encoder, head restraint brackets and missing battery partition covers were noted during visual inspection. The archive data indicated system error 136 (internal parameter corrupted) around the reported event date. The platform failed the initial functional testing due to the platform displayed "system error, out of service. Revert to manual CPR" when the platform was powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR" during shift check. No patient involvement was reported.